Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error. The customer¿s blood glucose level was unknown. The customer reported that the unexplained motor error and act button sticks. It was reported that the power downs suddenly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected battery out limit alarm anomalies noted. (B)(4).